Event description:
Patient reported that she was hospitalized with high blood glucose in the 500s mg/dl. At the hospital, they initially thought it was the device causing the high blood glucose and took her off of the device. They then noticed that the tubing from the infusion set was fully separated from the luer lock. They administered shots of insulin for the duration of her stay in the hospital. The doctor kept her in the hospital until 4/2006, and at this time she was reconnected to the device with a new infusion set.